Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 290 units of insulin and the insulin gauge decreased to a fill estimate of 15 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.